Event description:
Reportedly, the device was explanted after an implant duration of 5 months, due to endocarditis. Per the cer: acute endocarditis of magna mitral prosthesis approx 5 months after initial surgery, an indication for mitral valve replacement. Device will not be returned, due to the infection. The device was sent to the hospital pathology department for microbiological analysis. Analysis results: vegetation and thrombus. Patient output: still in the hospital 13 days post explant operation. This event was determined not reportable in EU; however, this is reportable to FDA per edwards lifesciences procedures. Customer letter is requested. The DHR review has been started.

Manufacturer narrative:
This event was determined not reportable in EU; however, this is reportable to FDA per edwards lifesciences procedures. Customer letter is requested. The DHR review has been started. Operative report was not provided in english.

Event description:
The tip of the catheter in use broke off and was lodged on the wire used. The radiopaque marker tip was visualized on the wire under fluoroscopy.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter is not required per original customer experience report. Device was replaced by a hancock ii 24mm valve. No additional translatable information has been provided.